Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic) numbers, high rate non-sustained episodes, and high and undefined impedance. The rv lead also exhibited oversensing of noise, and high thresholds. The patient received inappropriate therapy. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.